Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 6 would not open. The field service engineer replaced the fallen inseparable magnet and rebooted the station to resolve the issue. This work was recorded from the work order (B)(4). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system shows an error message as drawer was failed to stay closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.